Event description:
It was initially reported to target that during a procedure, the coil could not be detached. Upon evaluation on 12/7/1999, it was found that the coil had separated distal to the main weld. Through a follow-up by a company rep on 12/10/1999, target was informed that the coil separated inside of the catheter, which was inside the pt. The pt did not require any additional intervention and pt's condition was not affected by this event.